Manufacturer narrative:
Pt reports that she received burns on her heels following treatment with the anodyne home system for 25-30 minutes. This is within the treatment guidelines provided in the important safety info and instruction manual. Pt has applied treatments using the same protocol for two years without incident. This unit was returned for evaluation, and was found to be operating within specification. The number of incidents of this type remain well within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company will continue to monitor events of this nature for trending purposes.

Event description:
Pt is reported to have developed burns on her heels following treatment with the anodyne home system. Pt has received medical intervention; her doctor has prescribed bacitracin and dressings.